Event description:
It was reported by the rep that the er320 misfired during a laparoscopic appendectomy procedure. The case was completed with another device. There were no pt complications at this time.